Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/moderate lower pelvic pain constant"), device expulsion ("removal of bilateral essure coils from my uterus"), salpingitis ("pathology shows bilateral salpingitis") and genital haemorrhage ("excessive and irregular bleeding/abnormal bleeding/ heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996 and (B)(6) 1998), c-section, hypercholesterolemia, menarche, chickenpox, wisdom teeth removal, alcohol use and low back pain. She never smoked cigarettes and never used drugs. Ere was no evidence of endometriosis or tubal or uterine adhesions. Previously administered products included for an unreported indication: depo provera from (B)(6) 2014 to (B)(6) 2014, nuvaring from 2005 to 2011, ambien and vitamin d. Concurrent conditions included obesity, thrombosis nos, anxiety, depression, post-traumatic stress disorder, migraine, high cholesterol, ovarian cyst, vitamin d deficiency and nabothian cyst. Family history included high cholesterol (father), thyroid disorder (mother), lung cancer (father), lung cancer (father), graves' disease (mother) and colon cancer (maternal grandfather). Concomitant products included buspirone since 2014, folic acid, ibuprofen (motrin) from (B)(6) 2016 to (B)(6) 2016, pravastatin since 2014, topiramate (topamax) since 2003, venlafaxine (effexor) since 2014 and warfarin sodium (coumadin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("severe and chronic abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain lower ("moderate lower abdominal pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopic salpingectomy, bilateral removal essure coils at hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved and the device expulsion, salpingitis, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion and salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications from your essure removal procedure. She had uterine obturator robotic-assisted laparoscopic salpingectomy, bilateral, with removal of bilateral essure coils robotic lysis of omental to anterior abdominal wall adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, essure within pelvis ultrasound transvaginal: left ovarian cyst of approximately 3.87 x 2.81 x 3 .9 cm. Follow-up in 3 month recommended. Small nabothian cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:salpingitis and partial expulsion of the device most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical record received. Reporters added, medically confirmed case. Patient's demographics were added. Events added from pfs: moderate lower abdominal pain, vaginal bleeding, menorrhagia. Event added from medical records: removal of bilateral essure coils from my uterus and pathology shows bilateral salpingitis, lab data added. Hospitalization was added for event pelvic pain. Historical and concomitant condition added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and genital haemorrhage ("excessive and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe and chronic abdominal pain"). The patient was treated with surgery (laparoscopic salpingectomy, bilateral removal essure coils at hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.